Event description:
On (B)(6) 2013, company representative reported a doctor stated 4 patients have experienced diabetic ketoacidosis due to the infusion device system. Three attempts were made to contact the doctor to gather the patient's information and event details. These attempts were not successful. No product will be returned for evaluation. Due to lack of information from the doctor, this report is being submitted to document the allegation received.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Devices will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be evaluated. (B)(4): device was not returned to manufacturer.